Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s3 mast double roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue. The back plane board was replaced to resolve the issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the s3 mast double roller pump continued to run at 2 rpm when the speed potentiometer was set to zero during in-service. The user had to press the "stop" button to stop the pump. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 mast double roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative was dispatched to the customers facility to investigate the reported issue. The service representative confirmed the reported issue. The back plane board was replaced resolving the reported issue. Test was performed with no additional issues noted. A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.